Event description:
Per independent repair center, the unit was alarming or red light, and the alarm would not function. The key failure was the valve manifold sticking. Additional reportable malfunction for this device; the power switch was defective.